Manufacturer narrative:
The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed an fluid was observed leaking out at the plunger end of the cartridge.

Event description:
The reporter, the patient's mother, reported the insulin pump cartridge was leaking. On an unspecified date, the patient obtained a blood glucose reading of 300 mg/dl, and experienced the symptoms of nausea, vomiting and diarrhea. The patient did not report seeking any medical attention or treatment. Troubleshooting revealed this was the first cartridge in a new box that leaked, the patient's technique was correct in cycling cartridges and does not reuse them, and the cartridges are not expired.